Manufacturer narrative:
Sample from the patient was submitted for investigation. The troponin t hs stat elecsys result was 776 pg/ml and the troponin I result was less than the test range of the assay. The sample was tested with size exclusion chromatography (sec) and there was no increased reactivity found in fractions expected. Based on the investigation data, there was no evidence that the elevated troponin t results were caused by an interference factor. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The customer used cobas 8000 - cobas e 602 module serial number (B)(6). The serial number of the cobas e411 was not provided. The investigation is ongoing.

Event description:
There was an allegation of troponin t hs stat elecsys results that were not consistent with the patient's clinical picture or troponin I results. The initial result was 468.3 ng/l. The patient was sent to the emergency department where ECG and troponin I (abbott architect) results were negative. On (B)(6) 2023, the troponin t result from a cobas e411 analyzer was 546 pg/ml. The troponin I result from an alinity analyzer was negative. No information was provided to determine if this result was reported outside of the laboratory.